Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon eval, it was found that the trunk cable was defective. The root cause of the defective cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that wires are exposed where the belt goes into the monitor. A service code 204 was displayed when the belt was attempted to connect with the monitor. The pt was provided with a replacement electrode belt.